Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a cut in the pebax. During the procedure, the qdot was inserted into the patient's body without issue. Every time ablation commenced, force would rise from 4-5g to 30-60g on multiple occasions. When the force jump occurred, the patch was on the patient's thigh, therefore it was a long distance from the catheter. A new catheter cable failed to resolve the issue. The catheter was replaced. The case was completed with a 5 minute delay. No patient consequences.

Manufacturer narrative:
The product investigation was completed. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection was performed, and a cut was observed on the pebax surface with reddish material inside. The device was connected to carto 3 system, the device was visualized and recognized correctly; however, high force readings appeared on the system. The printed circuit board was inspected and no anomalies were found in the sensor coils. In addition the device tip was dissected, and it was found the adhesive was correctly applied. A manufacturing record evaluation was performed for the finished device 31440308l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed due to the foreign material inside the pebax. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001747793